Event description:
Patient seeking legal action. Pfs and medical records received. Operative notes indicated cup migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient seeking legal action. Pfs and medical records received. Operative notes indicated cup migration. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Review of provided medical records by depuy legal nurse finds from a medical perspective, it is unlikely the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.